Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer's mother reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Caller reported that on (B)(6) 2019 the customer received a "hi" message (reading greater than 500 mg/dl) from the sensor scan, and the caller administered 12 units of fast-acting insulin. 2.5 hours later, the sensor still read "hi", compared to a reading of 61 mg/dl on a competitor brand meter. Caller reported that the customer was asymptomatic, but she gave the customer oral sugar. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the adc freestyle libre sensor provided a higher reading when compared to a healthcare professional meter. Caller reported that on (B)(6) 2019 the customer received a "hi" message (reading greater than 500 mg/dl) from the sensor scan, and the caller administered 12 units of fast-acting insulin. 2.5 hours later, the sensor still read "hi", compared to a reading of 61 mg/dl on a competitor brand meter. Caller reported that the customer was asymptomatic, but she gave the customer oral sugar. No further treatment was required. There was no report of death or permanent injury associated with this event.